Event description:
It was reported that a user experienced afternoon blood glucose drops after recent weight loss and contacted support from a diabetes care facility; the agent verified a g7 15-day sensor with available code, guided a factory reset of the ilet via settings > other > factory reset, and completed initial setup including time entry, sensor information, cartridge and tubing change, infusion set insertion, and cgm reconnection. Symptoms included hypoglycemia. Outcomes included oral glucose administration and resolution without hospitalization. Investigation included guided troubleshooting, user education, and device reconfiguration through a factory reset and full setup workflow. Investigation of this case revealed no device hardware malfunction, with the event consistent with therapy algorithm behavior relative to recent physiological changes and resolved by reset and reinitialization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.